Event description:
Per the clinic, the device was explanted (date not reported) due to unknown reason. The patient was re-implanted with another cochlear device on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 15, 2022.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site and was subsequently administered with IV antibiotics (specific date not reported). This report is submitted on january 10, 2023.